Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 1999- patient was diagnosed with left inguinal hernia thereby underwent repair implant of perfix plugs (device 1 and 2). (Note: there is no operative notes provided for this procedure). (B)(6) 2004 - patient was diagnosed with recurrent left inguinal hernia, thereby underwent laparoscopic repair with explant of perfix plugs (device 1 and 2), implant of synthetic mesh. Per op notes, ¿the perfix plugs (device 1 and 2) were in good position and the recurrent hernia could be just lateral to the pubic tubercle but medial to previous plug. The perfix plug (device 1) was completely excised and a perfix plug (device 2) was partially excised and the remaining mesh was sutured. A synthetic mesh was placed in the abdominal cavity and sutured¿.